Event description:
It was reported that over 4 years post xience v stent implantation in the 1st obtuse marginal artery, the patient experienced shortness of breath and had an abnormal stress test. On (B)(6) 2013, the patient was hospitalized for diagnostic coronary angiography and percutaneous coronary intervention. On (B)(6) 2013, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dyspnea and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.